Event description:
The manufacturer representative (rep) reported that the patient fell off a ladder approximately two years ago but did not experience a change in therapy. X-rays were done to proactively check the system but the leads were still in the correct positon and patient continued to use therapy without incident. For the last couple months the patient had experienced increase stimulation with posture changes. They also had mid-back, between shoulder blades that felt like a bee sting, and hip pain but for the last couple of months the stimulator was not intended to cover these areas. The rep was going to try and reprogram to capture this pain. Impedance measures were taken and all impedances were normal. The patient had left stimulation on since overstimulation event started but had turned the voltage down to just below 1v and they normally ran about 1.5v. In (B)(6) the patient was sick and had a very bad cough. It was noted that the changes in therapy were related to any changes in raising their arms, coughing, twisting, getting up to sit, etc. The patient was standing up at the time of the report and barely moved and they experienced overstimulation. The patient felt the overstimulation in their low back and groin. Impedances were the following: program 1: 0-7 lead + + - -, 330 pw, 60 rate, 0.95v, 368 ohms, program 2: 8-15 lead + + - -, 330 pw, 60 rate, 0.90v, 395 ohms, program 3: 8-15 lead + - - +, 300 pw, 60 rate, 0.90v, 389 ohms program 4: 0-7 lead + - -, 300 pw, 60 rate, 0.90v, 528 ohms. No anomalies found. It was noted that reference 0 was 70-869 ohms, and reference 3 was 674-828 ohms. The stimulation was turned so low that they could not feel stimulation. It was not noted if therapy was effective at this point. The rep had stimulation on and palpated the implantable neurostimulator (ins) site and electrode site while the patient was sitting but could not elicit the overstimulation. When the patient sat up they felt overstimulation in low back and at pocket site. It was recommended that x-rays be taken to check for a lead migration and any system damage. Other relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.